Event description:
A report was received that a pt's stimulation was turning on and off intermittently. The physician decided to perform a pocket revision surgery during which he discovered that one contact on the paddle lead was crushed and another contact was exhibiting high impedances. The physician suspects that the contact was crushed with a setscrew during the implant procedure.